Event description:
Complainant alleged that the device displayed "pacer fault 116," "pacer disabled," "defib disabled," and "defib fault 72" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.